Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 36-inch size 0 capio suture during a sacrospinous fixation procedure. The patient age was reported to be (B)(6). According to the complainant, when the physician attempted to throw the suture through the sacrospinous ligament, the needle carrier failed to extend and the needle of the suture detached. The device was used successfully for one throw. On the second throw, the physician felt that the needle carrier did not extend fully into the capio cage. The device was pulled out of the patient and there was no suture attached. The physician then manually pulled the proximal end of the suture out of the patient and when he reached the distal end of the suture, he found no needle attached. The physician determined that the needle was well embedded in the sacrospinous ligament, and it was not removed from the patient. The physician then tested the capio device outside of the patient and confirmed that the needle carrier only extended halfway instead of fully to the cage. No other visible defects were noted on the device. The physician completed the procedure with a new capio device and capio suture with no patient complications. The patient was reported to be stable post procedure and the current condition was reported as "fine."

Manufacturer narrative:
Device code 3088 relates to 1104 for the reported event of "needle detached."

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 36-inch size 0 capio suture during a sacrospinous fixation procedure. The patient age was reported to be over 18 years.according to the complainant, when the physician attempted to throw the suture through the sacrospinous ligament, the needle carrier failed to extend and the needle of the suture detached. The device was used successfully for one throw. On the second throw, the physician felt that the needle carrier did not extend fully into the capio cage. The device was pulled out of the patient and there was no suture attached. The physician then manually pulled the proximal end of the suture out of the patient and when he reached the distal end of the suture, he found no needle attached. The physician determined that the needle was well embedded in the sacrospinous ligament, and it was not removed from the patient. The physician then tested the capio device outside of the patient and confirmed that the needle carrier only extended halfway instead of fully to the cage. No other visible defects were noted on the device. The physician completed the procedure with a new capio device and capio suture with no patient complications. The patient was reported to be stable post procedure and the current condition was reported as "fine."